Manufacturer narrative:
No button error alarm noted during testing. However unit had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 268 mg/dl. Customer stated that there is a slight delay after he presses the up button. Customer stated that before he changed the battery, he had to wait about 5-10 seconds. Customer reported that the numbers would scroll up uncontrollably for longer than what he pressed. Customer changed the battery and there is still a delay of about 3-4 seconds after pressing the up button. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.